Event description:
It was reported during a lap hemicolectomy procedure, the staples did not close. No patient consequences were reported. Procedure was completed with another device.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.